Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt's driven ground was open. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the belt's driven ground was open. The cause of the open driven ground was an intermittent k1 was unable to be positively determined. No adverse event resulted from the open driven ground. The last patient to use this belt did not report any deficiencies.